Manufacturer narrative:
Product event summary: the main board was replaced. Both bails were missing, both bail covers were missing and the attachment ring cover was broken. As a result the unit was cleaned and inspected, new bails, bail covers and attachment ring were installed. The device was then tested and passed all tests. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not start up or shut down unexpectedly. The epg was returned for servicing. No patient complications have been reported as a result of this event.